Event description:
It was reported that treatment was withdrawn for the study device and medication was added. It was reported that the infection occurred at the generator site only. No additional relevant information has been received to date.

Manufacturer narrative:
B3. Date of event - correction - event date was incorrectly submitted on initial MDR.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was experiencing an infection. The patient was hospitalized overnight. Infection was reported to have resolved. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
Additional information was received from the study site that the concomitant medication was also related to the cause of the event. No additional relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
Additional information was received that the device was removed.